Manufacturer narrative:
The hardware investigation found that the reported event was related to a computer hardware issue. Apply power to unit, the green power light comes on then the unit starts beeping. There is no video output or response from keyboard. The reported event was confirmed. The computer was replaced to resolve the issue.

Manufacturer narrative:
Patient weight not made available from the site. Return requested. Replacement computer shipped to site (B)(4) 2016. Currently the returned suspect computer remains under analysis with manufacturer. On (B)(4) 2016 - a medtronic representative performed an imaging system check-out, imaging modalities, cable grade, safety inspection and software areas passed. Mechanical test failed. Ordered replacement ias system in dock, there isn't any motion control, drive only on (B)(4) 2016 - a medtronic representative performed an imaging system check-out, imaging modalities, cable grade, safety inspection and software areas passed. Mechanical test failed. The imaging system will not boot. The medtronic representative replaced image acquisition system (ias) computer - performed gain calibrations and imaging system checkout. Reviewed operating procedures with x-ray. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the imaging system would not un-dock. The site re-booted the imaging system twice and it would boot-up properly. Surgeon completed the decompression and will re-schedule surgery for the spinal fusion. Use of the navigation system and the imaging system were discontinued. The surgeon continued and completed the procedure. Delay in therapy was less than one hour.

Manufacturer narrative:
Failure analysis confirmed that the inability for the ias (image acquisition system) to boot was due to the ias computer. The computer was sent to the supplier for investigation and the failure was attributed to the failure of the motherboard. A review of complaints found this is the only known occurrence of a failed motherboard resulting in the inability to boot the system. As this is an isolated occurrence, no further actions beyond post-market monitoring is required at this time.